Manufacturer narrative:
A4) patient weight - not available from facility. D1) exact brand name is unknown; however, this for an lld device. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function and chronic pain. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, spectranetics tightrail sub-c rotating dilator sheath, and a spectranetics 11f tightrail rotating dilator sheath on the ra lead, the lead was removed. Next, using a spectranetics 16f glidelight laser sheath on the rv lead, the lead started separating at the tip, and released from the heart. Upon removal of the 16f glidelight and rv lead, a pericardial effusion was detected. Rescue efforts began, including sternotomy. An inferior vena cava (ivc)/ra junction perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.